Manufacturer narrative:
On 1/24/2020, additional information was received indicating the patient experienced bilateral capsular contracture baker grade ii. The replacement devices were identified as saline mentor smooth round moderate plus profile 400cc, catalog number 3502400. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the device it was observed to be ruptured, only a piece of the implant was received, also a crease within the rupture was noted. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 325cc breast implants and experienced capsular contracture baker grade ii on the left side and deflation on the right side. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.